Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right ventricular (rv) lead was oversensing. The patient was asymptomatic. The rv lead was successfully reprogrammed. The patient was stable throughout procedure.